Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a stent was explanted by the surgeon. There was no information on why it was explanted. It has not been possible to clarify if there was a problem with the implant itself or if other reasons were the cause of the explantation. Additional information has been requested and received stating that there were no problems with the product but the stents were not implanted correctly. Additional information has been requested.

Manufacturer narrative:
The sample was not returned by the customer for evaluation. No lot number was provided associated with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. The device was not returned for evaluation; therefore, the root cause is unknown. The manufacturer internal reference number is: (B)(4).